Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. The pump failed a no disposable alarm test. A contaminated downstream sensor caused cassette not attached properly alarms. The downstream occlusion sensor was replaced and passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the cassette sensor not working. There was no patient involvement and no patient harm/adverse event reported.